Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event. The customer reported blood glucose value of 230 mg/dl. The customer reported hyperglycemia, hypoglycemia, diabetic ketoacidosis and was hospitalized for treatment. Customer had loss of consciousness while hospitalization and blood glucose value at the time of hospitalization was 201 mg/dl. Customer had tested for ketone presence and found that the result were greater than normal. The event involved product(s) mmt-7040a, mmt-1884l, mmt-332a,unomedical. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (added health effect - clinical codes 2418, 2418, 1905, 1905, 1905, 1905, 2364 and their related health effect - impact codes 4613, 4614, 4613, 4614, 4607, 4644, 4644 respectively. Also, removed health effect - clinical code 1912 and it's related health effect - impact code 4607) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced high blood glucose event. The customer reported blood glucose value of 230 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis and was treated with manual injection and IV drip during hospitalization.